Event description:
It was reported that a user experienced difficulty pairing an ilet pump with the ilet mobile app and setting up a freestyle libre 3+ continuous glucose monitor, which indicated it was not connected due to the phone remaining paired to a prior pump; the user interface displayed the old pump serial number, and the issue was resolved by forgetting the old bluetooth pairing and pairing the new pump, after which the sensor entered warmup. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the device functioned as designed and the issue resulted from an incorrect bluetooth pairing to a previous pump. It was concluded that the event was attributable to use error related to setup and pairing, with normal device performance after correct pairing.